Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and found the power cord to be loose. The cse secured the power cord to resolve the reported event. The ventilator then passed all calibrations, extended self-test (est), short self-test (sst) and performance verification testing (pvt).

Event description:
It was reported that the ventilator stopped cycling during patient ventilation. The patient was removed from the device and placed on an alternate ventilator without any reported patient harm or injury. There is no report of death or serious injury associated with this event.